Event description:
Approx 15 to 20 minutes into the treatment, a phoenix machine alarmed "air in blood". The pct tried to clear the alarm and discovered that the pt had expired. The pct thought that the pt died of an air emboli as there were air bubbles in the blood tubing set. The medical dir does not believe that the pt died of an air emboli and thought that the pt experienced a cardiac arrest while on the dialysis treatment and arrested several minutes prior to the "air in blood" alarm was generated. Because of the lack of pt circulation, negative pressure built up in the extracorporeal system creating air and causing the "air in blood" alarm. The medical dir does not believe that there was enough air to have caused an air emboli, as the venous portion of the extracorporeal system that was connected to the pt was free of air. The blood tubing set was sent back to the MFR for inspection.